Event description:
A hair was found in the blue basin of the deroyal vascular pack opened for the case, before the patient was brought into the room. Hair taped in basin, sent to quality. Small round blue basin saved with hair tape to inside of basin.